Manufacturer narrative:
The philips remote clinical specialist (rcs) spoke with the customer. The customer indicated that the mx550 device located in room 520-1 in the nicu did not sound a red alarm at the bedside, however the alarm was heard at the patient information center ix (picix). Prior to calling, the customer performed a function check using a simulator and all alarms were audible, alarms were displayed, and defects were reported. The customer further verified that there were no speaker malfunction inop alarms noted. Also, prior to calling, the customer checked the clinical audit trail and noted alarms and alarm sound entries for the mx550 bed and on the picix. Onsite service was requested to obtain the pic ix clinical audit logs, configuration files and any relevant strips. However, the customer called and cancelled onsite prior to dispatch. The customer indicated that the issue was resolved. No further information was provided. While the cause of the issue is unknown, testing by the customer concluded that the device is operating as intended. The reported problem was not confirmed. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating that the user is unable to hear an audible alarm. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.